Manufacturer narrative:
An event of heart block (complete heart block) after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient did not have a history of heart block, there was no calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 4mm from the non-coronary cusp (deeper than the recommended 3mm). Based on all available information, a cause for the heart block could not be conclusively determined. The reported surgery was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor vision valve was implanted during a transcatheter aortic valve implantation. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The final implant depth was 4mm for the non-coronary cusp and left coronary cusp. The patient was discharged with no conduction issues. Six days later, the patient presented with a complete heart block. A permanent pacemaker was implanted. The patient status was stable.